Manufacturer narrative:
Device is a combination product. Used (B)(6) 2019 as event date since the correct date was not provided.

Event description:
It was reported that removal difficulties were encountered. A 2.50mm x 28mm and 3.5mmx38mm synergy drug-eluting stents were deployed in the target lesion. However, post-deployment, the delivery balloons were stuck in the deployed stents and it took a lot of force to remove them. Upon inspection, it was noticed that the balloon seemed to wad up at the distal end of the shafts. The procedure was completed. No patient complications were reported and the patient was not harmed.